Manufacturer narrative:
Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
An impella cp device was inserted via the right femoral artery in a 70-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai stage e. The patient arrived via flight team to the cardiac catheterization laboratory at atrium. Following device placement, red/pink urine output was noted, concerning for hemolysis. The patient subsequently required peripheral veno-arterial ECMO cannulation and was able to wean off dobutamine and norepinephrine, with epinephrine decreased from 20 mcg/min to 2 mcg/min. Pump position was assessed under fluoroscopy and transthoracic echocardiography (noted to have poor windows) and was documented to be in optimal position. The device was operating at p-2. The patient required ongoing fluid resuscitation, and the care team planned to reassess device position should hemolysis not improve. The left ventricular cavity was noted to be small, and the attending physician stated that device removal would be considered if hemolysis persisted. Despite massive fluid resuscitation, operation at reduced support levels (p-1 to p-2) for approximately 2¿3 hours, and repeated preload optimization efforts, the patient did not demonstrate a preload response. The left ventricular cavity remained small with an estimated lvef <5%. Although urine color improved to light pink, the care team elected to remove the impella cp. The reported hemolysis is a known risk described in the instructions for use and may be influenced by patient-specific and hemodynamic factors, including critical illness, severe cardiogenic shock, small lv cavity size, preload status, and the need for high levels of circulatory support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.